Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("present is a stretched and irregular essure coil and in two separate pieces") and embedded device ("on the left fallopian tube notable protrusion of the left essure coil almost all the way through the serosa of the fallopian tube, but not fully causing into flexion of the tube upward.") In an adult female patient who had essure (batch no. R1315603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral neuropathy, ehlers-danlos syndrome (vitamins only), human papilloma virus infection, chlamydial infection, herpes nos, migraine (hot all the time and migraines are worse. Pt also requesting refill on maxalt migranine), uti, carcinoma in situ of cervix uteri, post coital bleeding, cyst ovary (complex cyst seen left ovary right essure - optimal left essure - optimal), neuropathy, itching, perineal pain (final diagnosis: pelvic and perineal pain. Migraine unspecified), kidney stones, iron deficiency and hot flashes. The patient does not have a history of anemia. The patient does not have a family or personal history of blood dyscrasia. Concurrent conditions included cervical dysplasia, libido decreased, vaginal dryness, weight gain, menopausal syndrome (fatigue low libido fatigue) and bloated feeling. Concomitant products included meloxicam and topiramate (qudexy ER). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("pain/ abdominal non-menstrual cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("aparenuria (inability to have sexual intercourse)"), mood swings ("hormonal changes: mood swing") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, abdominal pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, menorrhagia, female sexual dysfunction, mood swings and alopecia outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, mood swings, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: also attached are a few paratubal cysts ranging in diameter from 0.5 cm to 1 cm. Also present is a stretched and irregular essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: bilateral salpingectomy w/removal of essure coils, possible fulguration of endometriosis. Pathology test - on (B)(6) 2014: clinical pre/post op data: abnormal pap smear of cervix (795.0). Foreign body granuloma of skin and subcutaneous tissue. Microscopic diagnosis: l endocervical curettings: 2. Condytoma with severe dysplasia. B. Benign endocervical epithelium present. Iii. Cervix at 6:00: condyloma with focal severe dysplasia. Iii. Cervix at 9:00: condyloma with focal severe dysplasia. IV, cervix at 12:00: a. Condyloma. B. Acute and chronic cervicitis. V. Cervix at 3:00: condyloma and severe dysplasia; on (B)(6) 2014: diagnosis: 1. Cervix, anterior, leep excision: high-grade squamous intraepithelial lesion. 2. Cervix, posterior, leep excision: high-grade squamous intraepithelial lesion; on (B)(6) 2014: diagnosis: 1. Cervix, anterior, leep excision: high-grade squamous intraepithelial lesion. 2. Cervix, posterior, leep excision: high-grade squamous intraepithelial lesion. Smear cervix - on (B)(6) 2014: abnormal cervical papanicolaou smear. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case the following events were reported migraines, pelvic pain, chlamydia,ehler's-danlos syndrome,herpes,uti ,peripheral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("present is a stretched and irregular essure coil and in two separate pieces") and embedded device ("on the left fallopian tube notable protrusion of the left essure coil almost all the way through the serosa of the fallopian tube, but not fully causing into flexion of the tube upward.") In an adult female patient who had essure (batch no. R1315603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral neuropathy, ehlers-danlos syndrome (vitamins only), (B)(6), migraine (hot all the time and migraines are worse. Pt also requesting refill on maxalt migraine), uti, carcinoma in situ of cervix uteri, post coital bleeding, cyst ovary (complex cyst seen left ovary right essure - optimal left essure - optimal), neuropathy, itching, perineal pain (final diagnosis: pelvic and perineal pain migraine unspecified), kidney stones, iron deficiency and hot flashes. The patient does not have a history of anemia. The patient does not have a family or personal history of blood dyscrasia. Concurrent conditions included cervical dysplasia, libido decreased, vaginal dryness, weight gain, menopausal syndrome (fatigue, low libido) and bloated feeling. Concomitant products included meloxicam and topiramate (qudexy ER). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("pain/ abdominal non-menstrual cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes: mood swing") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, abdominal pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, menorrhagia, female sexual dysfunction, mood swings and alopecia outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, mood swings, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: also attached are a few paratubal cysts ranging in diameter from 0.5 cm to 1 cm. Also present is a stretched and irregular essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: bilateral salpingectomy w/removal of essure coils, possible fulguration of endometriosis. Pathology test - on (B)(6) 2014: clinical pre/post op data: abnormal pap smear of cervix (795.0). Foreign body granuloma of skin and subcutaneous tissue. Microscopic diagnosis: endocervical curettings: condyloma with severe dysplasia, benign endocervical epithelium present, cervix at 6:00: condyloma with focal severe dysplasia, cervix at 9:00: condyloma with focal severe dysplasia, cervix at 12:00: condyloma, acute and chronic cervicitis, cervix at 3:00: condyloma and severe dysplasia; on (B)(6) 2014: diagnosis: cervix, anterior, leep excision: high-grade squamous intraepithelial lesion, cervix, posterior, leep excision: high-grade squamous intraepithelial lesion; on (B)(6) 2014: diagnosis: cervix, anterior, leep excision: high-grade squamous intraepithelial lesion, cervix, posterior, leep excision: high-grade squamous intraepithelial lesion. Smear cervix - on (B)(6) 2014: abnormal cervical papanicolaou smear. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case the following events were reported: migraines, pelvic pain, (B)(6), ehler's-danlos syndrome, (B)(6), uti. Peripheral quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet received: case became valid and incident. Event injury was replaced with vaginal bleeding, embedded device, device breakage, menorrhagia, apareunia, dysmenorrhea, dyspareunia, hair loss, mood swing, vaginal discharge & abdominal pain. Lot number, historical conditions & concomitant conditions, concomitant drugs were added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.